Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of 544 mg/dl on their blood glucose meter. The consumer administered 15 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention. When the emts arrived, they tested the consumer getting a result of 28 mg/dl on their unk blood glucose meter. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.